Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist confirmed that it was epic issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was showing at station, but orders were not. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.